Event description:
It was reported to philips that the customer was unable to use the system due to a faulty wedge filter which distorted the images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing a planned cardiac procedure which was completed by moving the patient to another system. It was reported that the wedge filter has a problem. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system collimator went bad, and the right filter will not move out of field. Fse replaced the and installed new collimator. After the replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.